Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This patient was scheduled to be followed up and the device data send for analysis. Technical services reviewed this device and confirmed early stages of increasing power consumption. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. If the product is returned, analysis would be performed and this report would be updated at that time. The product was eventually returned and analyzed, the analysis results were added below. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This patient was scheduled to be followed up and the device data send for analysis. Technical services reviewed this device and confirmed early stages of increasing power consumption. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This patient was scheduled to be followed up and the device data send for analysis. Additional information was received, technical services reviewed this device and confirmed early stages of increasing power consumption. This device remains in service. No adverse patient effects were reported.